Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: hemostasis using viabahn vbx in a loop shape due to tortuosity: a case report source: the 89th annual scientific meeting of the japanese circulation society. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed: title: hemostasis using viabahn vbx in a loop shape due to tortuosity: a case report source: the 89th annual scientific meeting of the japanese circulation society. The viabahn vbx stent graft is utilized for hemostatic procedures. However, its hemostatic capability in a loop shape due to tortuosity remains unclear. A male in his 80s with left common iliac artery aneurysm, left internal iliac artery aneurysm, paroxysmal atrial fibrillation, and hypertension was admitted for stent graft placement. Despite the presence of a 12fr gore® dryseal flex introducer sheath and a stiff wire, the highly tortuous anatomy prevented the advancement of the gore® excluder®aaa endoprosthesis into the external iliac artery, leading to loop formation. Vascular injury was observed on angiography. To achieve hemostasis, we occluded blood flow from the contralateral side using a balloon and successfully placed a total of four viabahn vbx stent grafts. After returning to the ward, a follow-up angiogram was performed due to a drop in blood pressure, which revealed rebleeding. An additional viabahn vbx stent was placed, achieving hemostasis. The patient underwent intensive care and rehabilitation before discharge. There has been no decrease in ankle-brachial index, and the patient continues to attend outpatient visits two years later. In this case, hemostasis was achieved using the viabahn vbx in a loop shape. The hemostatic capability and long-term patency of this shape were unclear. Although there was rebleeding, additional treatment successfully achieved hemostasis and long-term patency has been confirmed to be satisfactory.